Event description:
The customer reported the power cord for the vs100 was damaged with exposed copper wires. There was no injury reported. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The spot vs100 device was not returned by the customer however the customer confirmed there was copper wires exposed. The customer was provided a replacement power cord to resolve. Based on this information no further actions are required. Although there was no reported injury with this event, if the report of a damaged power cord with exposed wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.